Manufacturer narrative:
Clarification to section c. Suspect product: lot number: 963/2. Continued h.6. Health effect - impact codes: f2201, f2203. Continued h.6. Type of investigation code: b15, b18, b20. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe has been discarded. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected with 3mls of juvéderm® voluma¿ with lidocaine into the malar and nasogenian sulcus and juvéderm ultra¿ xc. About 6 days later, the patient had pain and edema in the zygomatic malar and nasolabial areas. Patient was treated with predsim, dolamin, and allegra and there was some improvement noted. The symptoms worsened 5 days later and patient started on azithromycin 500mg for 5 days. In additional, patient continued on predsim, dolamin, and allegra. A few days later, an ultrasound guided aspiration performed. A purulent content aspirated with a negative culture. Patient was treated with hyaluronidase and a corticoid parenterally. Magnetic resonance image was used and noted there were no changes indicative of sinusitis, with filling and edema present. Patent treated with levofloxacin and prednisolone with withdrawal dosing. The event is improving but edema remains present. This is the same event and the same patient reported under MDR ID#: 3005113652-2023-00629 (abbvie complaint#: (B)(4). This MDR is being submitted for the suspect product, juvéderm ultra¿ xc.

Event description:
Additional details were received noting that is was actually 2mls of juvéderm® voluma¿ with lidocaine injected into the malar/zygomatic areas with a needle being used for the ck1 region and a 22g cannula in the ck2, infrazigomatic, nasolabial, and mentolabial regions and 1ml of juvéderm® ultra¿ xc with lidocaine into the perioral region. It was noted the symptoms actually started appearing 2 to 3 days after injection as opposed to the originally reported 6 days. The initial predsin dosage was 20mgs for 5 days and the initial allegra dosage was 120mgs. In addition, the pain remains with paresthesia in the areas of the edema improvement.

Manufacturer narrative:
Corrected data.